Event description:
It was reported the intraocular lens was removed and replaced with a lower diopter iol. No patient complications occurred and patient's visual acuity is good.

Manufacturer narrative:
An empty lens case was received, iol was discarded by the account. The lens met all specifications prior to release. Based on our investigation and information received from the account we have no reason to believe this event is manufacturing related.